Event description:
During a routine follow-up, the pt was found to have diminished r-waves and elevated pacing thresholds. The pt was followed until december 29, 1997 and continued to show diminished r-wave amplitude. The decision was made to add a pacing lead and the sensing portion of the spl lead was capped.